Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose of 40 mg/dl and was unconscious. Troubleshooting found that she treated the low blood glucose by eating food and did not go to the hospital. The customer declined further troubleshooting.